Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit (exact upn is unknown) was used during a percutaneous endoscopic gastrostomy procedure performed approximately two to three weeks prior to (B)(6) 2011. According to the complainant, on (B)(6) 2011, the physician noted that there was erosion of the tube and pressure to the stoma site. The internal bolster came apart; however, nothing detached inside the patient. The procedure was completed with a new endovive standard peg kit pull method.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number and upn number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of erosion of tube. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.